Event description:
Customer reported on a bravo ph capsule that failed to attach. A minor bleeding was noticed on the tip of the delivery device. According to the doctor a possible esophagitis might have led to this event.